Manufacturer narrative:
The customer¿s report of pcu shutting down with no alarm warning was confirmed. Physical inspection noted the device has various dents, chips and cracks on both the rear and front cases. Both iui (black) connectors have dull gold contacts and dried fluid residue is present on the iui¿s black plastic. The battery was observed to be a third-party battery. Analysis of the pcu event log shows 4 pump modules were infusing while attached to the pcu on (B)(6) 2015. Pump module s/n (B)(4) was infusing fentanyl citrate 1000mcg in 100ml, pump module s/n 13613212 was infusing midazolam (versed) 100mg in 50ml, pump module s/n (B)(4) was infusing norepinephrine central 8mg in 250ml and pump module s/n (B)(4) was infusing vasopres 0.01-0.1u/m 50unit in 250ml. At 7:36 am, ac power was removed and the system was now running off of battery power. At 9:22 am, the pcu alarmed with a battery discharged alarm event (lb3), initiating the pause protocol on the infusing modules. The user selected softkey 14 (system off) shutting down the system as opposed to applying ac power to continue use of the system and restart the infusions. At 9:24 am, the pcu was powered on and the infusions on the 4 pump modules were restored. At 9:25 am, ac power was removed and the system was now running off of battery power. The pcu alarmed for battery very low. At 9:28 am, ac power was restored. Functional testing was performed by plugging in the pcu to ac power and allowing the pcu to charge overnight. The following day, the four returned pump modules were attached to the pcu and each was programmed using the parameters that had been programmed at the time of the reported event. The system was unplugged at 10:44 am on (B)(6) 2016 and displayed a battery runtime of approximately 3.5 hours. The expectation was for the system to operate for at least the displayed approximate runtime of 3.5 hours before alarming for battery discharged and with the system alarming through all phases of low battery alarms (lb1 ¿ less than 30 minutes remaining, lb2 ¿ less than 5 minutes remaining, lb3 ¿ red screen displaying infusions paused and to plug in device to continue and lb4 ¿ system shutdown). The system alarmed at 1:58 pm for ¿low battery < 30 minutes¿ (lb1) and then subsequently alarmed for ¿battery discharged¿. The root cause of the customer¿s experience of the pcu shutting down with no alarm warning was identified as due to a missed low battery alarm (lb1 and lb2 ).

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the pcu pump alarmed "battery discharged" and all pumps shut off while infusing vasopressor drugs, sedation medication, and pain medication.. The user reported that there was no alarm and no display that the battery level was low. The pump had been plugged in all morning. The patient's blood pressure dropped to the 60's systolic. The pump was quickly plugged in and the IV meds were restarted. IV push epinephrine was given and the patient's blood pressure quickly recovered.

Manufacturer narrative:
.

Manufacturer narrative:
The customer¿s report of pcu shutting down with no alarm warning was not confirmed. Physical inspection noted various dents, chips and cracks on both the rear and front cases. Both iui connectors have dull gold contacts and dried fluid residue is present on the iui¿s black plastic. The battery was observed to be a third-party battery. Analysis of the pcu event log shows that on (B)(6) 2015 four pump modules were infusing fentanyl, midazolam, norepinephrine, and vasopres. At 7:36 am, ac power was removed and the system was then running on battery power. At 9:22 am the pcu alarmed with a battery discharged alarm event (lb3), initiating the pause protocol on the infusing modules. Softkey 14 (system off) was selected, which shut down the system, rather than choosing the option to apply ac power to continue use of the system and restart the infusions. At 9:24 am the pcu was powered back on and the infusions on the 4 pump modules were restored. At 9:25 am ac power was removed and the system was again running on battery power; the pcu alarmed for battery very low (lb2) and at 9:28 am ac power was restored. Functional testing was performed by first plugging in the pcu to ac power and allowing it to charge overnight. The following day the four pump modules were attached and each was programmed using the parameters as identified in the log at the time of the reported event. The system was unplugged at 10:44 am on (B)(6) 2016 and displayed a battery runtime of approximately 3.5 hours. The system alarmed at 1:58 pm for low battery < 30 minutes (lb1) and then skipped lb2 and went directly to lb3. The root cause of the customer¿s experience of the pcu shutting down with no alarm warning was not determined; according to the log the device did alarm for lb3 (battery discharged) and was turned off by the user. The customer¿s battery was observed to be a third-party battery and has a date code indicating the battery is nearly 2 years old. Frequent use of battery power and insufficient battery charge cycles significantly decrease the life of the battery and can lead to a depleted battery. The alaris system directions for use recommends the battery capacity should be checked at least once every 6 months.